Event description:
It was reported that a syncopal patient presented in the emergency room. The pulse generator exhibited backup operation and displayed an error message. The device was explanted and replaced on (B)(6) 2015. The patients condition was good post procedure.